Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became clogged with septum material. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully fill cartridge.